Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system detected an alert indicating voltage too low for projected remaining capacity. Device memory was reviewed and the data indicated that therapy delivery was unaffected and with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. It was recommended that the device be replaced and returned for reliability analysis. Additionally, further device review confirmed that shock impedance measurements had increased from 60 ohms to 101 ohms. A revision procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
The device was returned for reliability analysis.

Event description:
Additional information was received that with this device, shock impedance measurements gradually increased to 142 ohms in the right ventricular (rv) lead to can configuration and 114 ohms in the rv to right atrial (ra) lead configuration. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.